Event description:
From staff: arrived in patient's room to assess IV and fluids prior to patient care. There was a moderate amount of lipids found on the floor dripping from where the luer lock area attached to the syringe. Assumed that there was a possibility of the syringe become loose on tubing. Stopped infusion, tightened connection, disconnected from patient and attempted to flush the lipids through the tubing. Lipids continued to leak from the luer lock area. Upon inspection of devices, a large amount of air bubbles had entered the tubing, closest to the pump and the crack was found on the luer lock area itself. Lipids were completely removed from patient to be replaced later today by IV room.